Event description:
Philips received a complaint on a pagewriter tc10 cardiograph indicating that during user checks, while the device was out of use, the waveform variance was large. The device was not in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
The onsite engineer stated that the customer needed support the setting up diagnosis explanation level, and there was no evidence of a malfunction or failure was observed. Based on the results there was no malfunction of the device, the device was fully functional. A review of the service history for this device shows the problem has not been reported again for this device.